Event description:
It was reported that during implant attempt, at all locations the lead was placed there was either non-capture or diaphragmatic stimulation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).